Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module (serial number: (B)(6) having a cracked/broken case near the patient cable port was not able to be confirmed. It was initially communicated that the product would return for evaluation and repair; however, later information provided on (B)(6) 2025 indicated that the unit would not return. To date, the power module has not returned for analysis under this event. The root cause of the reported damage could not be conclusively determined through this evaluation. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module case was cracked and broke near the patient cable port. The unit would be sent in for evaluation and repair. No images were available.